Manufacturer narrative:
Event should be adverse event only - not adverse event <(>&<)> product problem as previously reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, implanted: (B)(6) 2019, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced advanced evaluation (ae) for non-obstructive urinary retention. It was reported that the trial patient was in such pain after the surgery they required a stay in the hospital. The patient was in contact with their doctor. There were no environmental/external/patient factors that may have led to the issue diagnostics/troubleshooting performed. The issue was not resolved at the time of report. It was unknown if any surgical intervention had occurred or if any were planned. The patient status was noted as ¿alive ¿ no injury¿. Follow up information received from the patient on (B)(6) 2019 reported, again that they were hospitalized for the pain and that their back was still sore today. They were in contact with their doctor. Further follow up information received on (B)(6) 2019 reported that the patient was still in pain since the surgery (required a hospital stay) and that they were taking pain medication and felt kind of ¿woozy¿ as a result. They were also concerned that the pain medication was causing constipation. Follow up information received on (B)(6) 2019 reported that the trial patient saw their clinician yesterday and was given the symptom data sheets. They mentioned that the belt was very bothersome and could not sleep at night. The patient also had bruising on their tailbone area. They were also voiding more and ¿doesn't want an infections like a uti¿. Information received on (B)(6) 2019 reported that trial patient was still in a lot of pain and was on medication and felt a bit ¿out of it¿ as a result. Additional follow up information received from the patient on (B)(6) 2019 again reported they were still in a lot of pain and was taking medication which made them feel ¿woozy¿. Additional information received from the manufacturer¿s representative on (B)(4) 2019 reported the stage 1 patient had a urinary tract infection